Event description:
This is a spontaneous case report received via regulatory authority (case# mw5043955) in united states on 21-jul-2015. It describes the occurrence of pregnancy in a female consumer who had essure (fallopian tube occlusion insert) inserted in 2013. It was reported she went to her 3 months check up to find out that only one side of her fallopian tubes were blocked. She was never contacted afterwards but she was told that the other side would close within the next couple months. One year and a half later, she became pregnant. She also found out that the essure coil was no longer located in her fallopian tube during an ultrasound to check and make sure she did not have an ectopic pregnancy. She had been informed the device was floating in her uterus, along with her being pregnant. The consumer was in doubt if she could carry the pregnancy. According to her, her doctors have not been able to give her answers to any questions she had. One had said she will be fine to carry the child, where reported cases of women getting pregnant with the iud have been successful. She mentioned that other physician have said the risk of getting an infection, where if this happens, the pregnancy will have to be terminated and could possibly be fatal to her. She stated she still has two small children at home to think of as well as a husband and the thought of something happening to her or her unborn baby is unbearable. On 13-aug-2015, technical investigation was received: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and non medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and became pregnant one year and a half later. It was also found out the device was floating in her uterus (seen as partial expulsion of device), along with her being pregnant. These events are serious due medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the confirmation test showed just one tube blocked. In addition, it was stated the device was floating in her uterus. Although the tubal patency may have occurred as a result of device partial expulsion, device failure cannot be excluded and therefore, pregnancy is assessed as related to essure use. This case is regarded as other reportable incident, since the presence of device into uterine cavity may lead to pregnancy complication. Based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.